Event description:
It was reported that during a hemicolectomy procedure, the patient entered by constitutional syndrome and was diagnosed with chronic anemia by ulcerated lesion. According to pathology report was an adenomatous polyp, tubulovillous dysplasia skin with low grade, which was fully resected in surgery on (B)(6) 2015 (hemicolectomy). It was used 75mm linear mechanical suture with three reloads for side anastomosis. The patient presented ileo-colonic anastomosis dehiscence with fecal peritonitis and abdominal sepsis. On (B)(6) 2015 it was programmed an urgent laparotomy by filtration, the patient is moved to special care in post-operative area presumed device failure. One device and three reloads were discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The following information was requested, but unavailable: what is the patient¿s current condition? What was the thickness of the tissue? Was the patient receiving radiation or chemotherapy? What color (blue/gold/green) was selected on the selectable staple height selector before firing? Was the instrument fired across or near an existing staple line or clip? Were any unexpected noises heard? If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? Was there any difficulty removing the device from the tissue? During the operation, what was the appearance of the staple line (intact, malformed staple, etc)? What were the quality and/or thickness of the tissue in the area where the device was fired? (Friable, thin, regular, thick, etc.)? What indications were observed that led to a device failure selection?